Event description:
Device 2 of 2. Ref MFR report: 1627487-2012-1577. It was reported, the pt is experiencing warmth and redness at the ipg site while charging. The pt also reported, she felt an electric current going from the st jude device to the medtronic device. The two devices are located near each other. She has not used the charger since this event. On 08/01/2012 st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This device was included in a field correction. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.